Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the usb cable is badly frayed from the end that plugs into the pump. A replacement cable was sent to the customer to resolve the issue.